Event description:
Tube feeding hung; an hour later, pt found with tubing not hooked through rotating wheel that measures the feeding. Pt rec'd 1000cc of fluid in an hour. Hospitalized. Returned to facility 3-4 days later. Staff question whether pump was alarming at appropriate times.